Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a angioplasty procedure a shaft fracture occurred. The lesion being treated was located in the left circumflex artery. During introduction, while advancing a 30mm x 2.50mm nc quantum apex balloon catheter on to an unknown guide wire, the physician kinked the device 7 inches from the hub. The physician attempted to straighten the kink out, however the balloon catheter shaft fractured. The device did not enter the patient and the procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex monorail (mr) balloon catheter with no original packaging or other devices. There was a complete separation of the hypotube. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. There was blood and contrast on the shaft and in between the balloon folds. The balloon was tightly folded, which is consistent with having no positive pressure applied. There is no evidence of any material or manufacturing deficiencies contributing to the reported difficulty crossing. Product analysis confirmed the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a angioplasty procedure a shaft fracture occurred. The lesion being treated was located in the left circumflex artery. During introduction, while advancing a 30mm x 2.50mm nc quantum apex balloon catheter on to an unknown guide wire, the physician kinked the device 7 inches from the hub. The physician attempted to straighten the kink out, however the balloon catheter shaft fractured. The device did not enter the patient and the procedure was completed with a different device. No complications were reported.